Event description:
Loss of osseointegration, smoker, periodontal disease at time of surgery, primary stability was achieved, implant achieved osseointegration, implant was completely covered by bone, bone resorption, pain, mobility.